Manufacturer narrative:
The reported event of helix mechanism issue was confirmed and the reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece with helix found bent/damaged and clogged with blood/tissue. Final analysis found the inner coil overtorqued at the connector and distal regions and the helix was found bent/damaged consistent with procedural damage. The cause of helix mechanism issue was isolated to bent/damaged helix and overtorquing of the inner coil. No other anomalies were found.

Event description:
It was reported that the patient's lead was found to have sustained insulation damage and lead fracture during implant. Additionally, the lead helix was noted to be unable to retract and extend upon multiple repositioning attempts. The procedure was completed using an alternate lead on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
Correction: g3: the reportable awareness date of the previous report should have been 23 mar 2023 instead of 3 apr 2023.